Manufacturer narrative:
The driver has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the wiredriver continued to run when the trigger was released during setup for a procedure, which had not begun yet. There was no patient involvement. Another device was used to begin the procedure. There were no adverse consequences reported as a result of this event.